Event description:
It was reported that pump experienced malfunction and became unresponsive after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and completed reset with assistance, but pump remained unresponsive. The customer reverted to an alternate method of insulin therapy.